Event description:
Flow rate was too fast. The pump infused in 1 day instead of 2. The patient had an important nausea following 5 fu administration. Update received in 2006, the pharmacist considered is as minor